Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 between 1-2 pm with blood glucose was 430 mg/dl. The current blood glucose is 104 mg/dl. The customer treated their high blood glucose with manual injection and insulin pump. The customer was wearing insulin pump during hospitalization. The customer declined complete troubleshooting on insulin pump for high blood glucose. It was also reported that the customer was off the insulin pump after hospitalization due to diabetic ketoacidosis. It was also reported that the label behind belt clip was missing and belt clip came off and there was crack on the front screen and plastic came off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. Device received with corroded battery tube, minor scratches on case, keypad overlay scratched, torn keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked select button keypad overlay, cracked retainer and minor scratches on lcd window. No damage to belt clip rails or serial number label noted.